Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The patient reported that they had an MRI on the 15th and since then they have been having issues with their ptm (personal therapy manager). The patient stated that it takes forever to get the ptm to locate the pump to give them a bolus and it's been getting worse and worse. The patient service specialist reviewed best practice for communicator placement over the pump. The patient reported seeing 338 code and the agent reviewed steps to avoid seeing this code going forward. The patient tried to connect to the pump during the call and reported seeing ¿no pump found¿. The patient confirmed communicator was charged up. The patient powered off handset and communicator and attempted to connect again, but reported ¿no pump found¿. The patient was asked if the pump might have flipped and the patient was unsure. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the healthcare provider who reported the pump is not ¿flipped¿. No evidence of pump flipping.

Manufacturer narrative:
Continuation of d10: product ID tm90t0; serial# (B)(6). Product type: accessory product ID hh9020tdd; serial# unknown. Product type: product ID a820; serial# unknown. Product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.